Manufacturer narrative:
Medwatch field h6 updated: - investigation conclusion the device was not received for investigation.

Manufacturer narrative:
The serial number for meter a is (B)(6). The serial number for meter b is (B)(6). On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of a questionable glucose result using the accu-chek inform ii test strips with two of the accu-chek inform ii meters + rf for one patient. The initial result at 11:42 am with meter a was 225 mg/dl. The second result at 11:44 am with meter a was 151 mg/dl. The third result at 11:50 am with meter b was 202 mg/dl. The results of 225 mg/dl and 202 mg/dl were considered to be correct.